Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the clinician noted the pitocin was infusing though the pump, however the tubing was looped to a y-site instead of being connected to the patient. The pump did not alarm for occlusion in this situation. Oxytocin was programmed via interoperability on (B)(6) 2025 2217 at a rate of 2 ml/hr. Patient side occlusion alarm fired 20 seconds later, then infusion restarted. Infusion stopped and restarted 2305 at 4 munit/min. Infusion paused 2311, restarted 2313 (reason unclear, no change in dose). Infusion stopped 10/16 0044, then started a second later at 6 munit/min. Infusion stopped 0127, then started a second later at 8 munit/min. Infusion stopped 0241, then started a second later at 10 munit/min. Infusion stopped 0506, then started a second later at 12 munit/min. At 0754, "multiple alarms fired": bottle side occlusion, safety clamp open/close door, door opened, safety clamp open/close door, door closed. Customer believes this is when the error was noted. The infusion was then connected to the patient. Once infusion began correctly, patient reported contractions increasing with the pitocin. There was patient involvement however no harm.

Manufacturer narrative:
Correction: report source, report source other, initial reporter occupation, other occupation. Annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer? And manufacturer narrative. Annex a: a0709. Annex b: b01, b14. Annex c: c16. Annex d: d0302. Annex g: g0301204. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of ¿failure to alarm¿ event could not be confirmed through laboratory testing and log review; however, it was found that the patient-side pressure sensor was out of its specified range. During the internal and external inspection of the suspect pump module, there were no issues or anomalies identified during the inspection of the device. Functional testing performed on the returned suspected pump module (s/n (B)(6)) showed no irregularities in occlusion detection on either the fluid side or the patient side. The analog sensor test revealed that the patient-side pressure sensor of the pump module with serial number (B)(6) did not meet specifications for the offset value; therefore, the sensor was replaced. Preventive maintenance was carried out on the suspected pump module by installing a properly functioning pressure sensor from the dchu facilities into the pump module with serial number (B)(6), which had faults in its patient-side sensor. The preventive maintenance task was completed without errors or failures. Functional tests were also performed on the administration received. It was found to be in good condition, with no fluid flow observed, and all trials were confirmed to have passed. A review of the logs was performed, and it was observed that the pcu s/n (B)(6) was powered on at 10:09 pm along with pump module s/n (B)(6) on channel a with a pvi of 631.08 ml, and pump module s/n (B)(6) on channel b with a pvi of 5120.93 ml and an svi of 350.04 ml. Then, at 10:14 pm, a remote IV was received, which programmed pump module s/n (B)(6) with a rate of 125 ml/h, a vtbi of 1000 ml, and drug ID 601. The infusion started, and immediately pump module s/n (B)(6) alarmed for patient-side occlusion. The infusion was restarted, and pump module s/n (B)(6) alarmed for air-in-line. Pump module s/n (B)(6) stopped the infusion at 10:16 pm with a pvi of 1.74 ml. Next, another remote IV was received with programming for pump module s/n (B)(6) (the suspected module) at a rate of 2 ml/h and a vtbi of 500 ml. At 10:17 pm, the infusion started, and immediately the suspected pump module alarmed for patient-side occlusion, and the infusion was restarted. At 11:05 pm, the rate of the suspected pump module was changed to 4 ml/h with a vtbi of 498.41 ml; the infusion started, and at 11:11 pm, the pause infusion key was pressed (pvi of 1.99 ml). At 11:13 pm, the infusion was restarted. On (B)(6) 2025, at 12:44 am (one day later), the rate was changed to 6 ml/h, and the vtbi was 491.96 ml; the infusion started. At 1:27 am, the rate was changed to 8 ml/h, and the vtbi was 487.67 ml; the infusion started. At 2:40 am, the rate was changed to 10 ml/h, and the vtbi was 477.88 ml; the pvi was 22.12 ml; the infusion started. At 5:06 am, the rate was changed to 12 ml/h with a vtbi of 453.57 ml; the infusion started. At 7:54 am, the suspected pump module alarmed for fluid-side occlusion. At 7:55 am, the rate was changed to 2 ml/h with a vtbi of 420.04 ml; the infusion started. At 8:42 am, the rate was changed to 4 ml/h with a vtbi of 418.49 ml; the infusion started. At 8:48 am, the infusion was stopped; the channel off key was pressed on pump module s/n (B)(6) and also on the suspected pump module s/n (B)(6). The final pvi of the suspected pump module was 81.87 ml, and immediately after that, all equipment was powered off. The alaris¿ system with guardrails¿ suite mx (9.33) state: use compatible components which have the smallest internal volume or "deadspace" to minimize residual volumes between the syringe and the patient when administering medications or fluids at low infusion rates (e.g.,< 5 ml/h, and especially flow rates <0.5 ml/h). This reduces the amount of time it takes for fluid to reach the patient, maintains delivery accuracy, and reduces occlusion detection times. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿failure to alarm¿ event could not be determined through laboratory testing and log review; however, it was found that the patient-side pressure sensor was out of its specified range. Note that imdrf annex a0709, b01, c16, d0302, g0301204 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the clinician noted the pitocin was infusing though the pump, however the tubing was looped to a y-site instead of being connected to the patient. The pump did not alarm for occlusion in this situation. Oxytocin was programmed via interoperability on (B)(6) 2025 2217 at a rate of 2 ml/hr. Patient side occlusion alarm fired 20 seconds later, then infusion restarted. Infusion stopped and restarted 2305 at 4 munit/min. Infusion paused 2311, restarted 2313 (reason unclear, no change in dose). Infusion stopped 10/16 0044, then started a second later at 6 munit/min. Infusion stopped 0127, then started a second later at 8 munit/min. Infusion stopped 0241, then started a second later at 10 munit/min. Infusion stopped 0506, then started a second later at 12 munit/min. At 0754, "multiple alarms fired": bottle side occlusion, safety clamp open/close door, door opened, safety clamp open/close door, door closed. Customer believes this is when the error was noted. The infusion was then connected to the patient. Once infusion began correctly, patient reported contractions increasing with the pitocin. There was patient involvement however no harm.